Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. The wearable was inserted into the arm on (B)(6) 2025. On approximately (B)(6) 2025, the patient couldn't check her dexcom sensor readings because the new sensor she had just inserted had torn off from the adhesive. The event happened the same day the sensor had been inserted in the arm. The same day before going to the hospital, the bg was over 600 mg/dl. The patient did not recall whether she had symptoms and her daughter called an ambulance. The treatment and management of hyperglycemia during her 4 day hospitalization was not reported. Medications for pain, hypertension, and hyperlipidemia were reported. The patient was fine during the report. No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. H2: additional information. H6: type of investigation - additional. H6: investigation findings.

Event description:
Subsequent to the initial MDR, data investigation was performed. The patient's estimated glucose values were within target range when the sensor session ended at 09:21 am on (B)(6) 2025. At 09:26 am, a new session was started with the first estimated glucose value (egv) of 133 mg/dl within target range. The app experienced signal loss under an hour. At 11:06 am, the egv of 289 mg/dl rose above the user-set high alert threshold of 250 mg/dl, and the app delivered high alerts at 100 percent volume until 03:21 pm when egv of 236 mg/dl returned within target rage. Confirmation of the allegation and probable cause could not be determined. No additional patient or event information is available.